Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg and lead incision site. It was also reported that there was some minor wound dehiscence. The physician believed that the infection was not device or procedure related. It was not known where the infection came from. Computed tomography scan revealed infection is not near her spine. The patient was placed on antibiotics. The physician performed incision and drainage procedure at the lead site and ipg pocket. The physician did not suspect device malfunction. The patient was healing well postoperatively.